Manufacturer narrative:
Internal complaint reference: (B)(4). The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic of the device is cracked. The device shows signs of extensive use. The clinical/medical evaluation concluded that per case details, the broken tibial base impactor piece was retrieved from the patient. Two undated photos of the device were provided for review and confirm the reported breakage. There no patient injuries or adverse consequences reported. Since no patient injuries were reported, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery. While inserting the base plate using the journey ii xr tibial base implant impactor, it was found that a piece of the plastic was broken. This piece was retrieved successfully. Surgery was completed with the same device, without any delay. No harm to the patient reported.